Event description:
The customer was hospitalized with dka. The customer's family member had called in earlier regarding a motor error alarm. Later in the day, the customer was vomiting with high blood sugars which lead to the hospitalization. During the troubleshooting, the pump did not alarm during the high pressure test. Replacement stent.